Event description:
It was reported that the patient experienced chest pain. It was also reported that the right atrial (ra) lead exhibited low impedance and high thresholds. Atrial lead position check failure was noted on the ra lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).